Manufacturer narrative:
The up arrow button was unresponsive due to a corroded keypad trace. No display anomaly was noted. No moisture damage was noted on the electronics or motor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the up arrow on his son's insulin pump became stuck and caused a continuously scroll before the pump alarmed with a button error. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; however, he mentioned that the cause could potentially be body sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.